Event description:
It has been reported to philips that footswitch intermittently would not respond. The system was in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the event logs and confirmed the reported problem. The log files showed fluoroscopy failed, please retry errors. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed as planned as the customer tried again with the footswitch. The philips remote service engineer (rse) communicated with the customer and confirmed that the wired foot pedal intermittently did not work. A review of the log file shows the fluoroscopy failed. To resolve the reported issue, the rse suggested the replacement of wired footswitch. The customer order and replaced the wired footswitch on their own. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.